Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device alerting low flow. Sn: (B)(6). Before calling, nurse stopped therapy and emptied the pads (alerted emptying pads was not complete). Had them disconnect/reconnect the pads with no change in flow rate. Diagnostics water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 0, system hours 5,560, and pump hours 32. Informed nurse it may be a bad flow meter not reading the flow rate. The circulation pump was functioning with a good inlet pressure, but the flow rate was at 0 l/min. Informed nurse they will need to send this device to their biomed department and swap to a new device.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. The root cause for the reported event could not be determined. Before calling, nurse stopped therapy and emptied the pads (alerted emptying pads was not complete). Had them disconnect/reconnect the pads with no change in flow rate. Diagnostics water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 0, system hours 5,560, and pump hours 32. Informed nurse it may be a bad flow meter not reading the flow rate. The circulation pump was functioning with a good inlet pressure, but the flow rate was at 0 l/min. Informed nurse they will need to send this device to their biomed department and swap to a new device. Per follow up information received via task on 12sep2025, spoke to biomed that had a device with low to no flow. Ran functional check with and without the shunt and tested fine. In bp 2.1 lpm -6.8, circulation pump command (cpc) was 54 percentage with shunt flow rate (fr) was 3.4 -7.0, circulation pump command (cpc) was 86 percentage. System had the 2k pm done little over 300 hours ago. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device alerting low flow. Sn: (B)(6). Before calling, nurse stopped therapy and emptied the pads (alerted emptying pads was not complete). Had them disconnect/reconnect the pads with no change in flow rate. Diagnostics water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 0, system hours 5,560, and pump hours 32. Informed nurse it may be a bad flow meter not reading the flow rate. The circulation pump was functioning with a good inlet pressure, but the flow rate was at 0 l/min. Informed nurse they will need to send this device to their biomed department and swap to a new device. Per follow up information received via task on 12sep2025, spoke to biomed that had a device with low to no flow. Ran functional check with and without the shunt and tested fine. In bp 2.1 lpm -6.8, circulation pump command (cpc) was 54 percentage with shunt flow rate (fr) was 3.4 -7.0, circulation pump command (cpc) was 86 percentage. System had the 2k pm done little over 300 hours ago.